Event description:
It was reported that the programmer's touch stylus pen was not functioning and that changing it out did not resolve the situation. It was further reported that the programmer's handle was cracked and its lid was difficult to open (sticking). The programmer was returned for service. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: analysis confirmed the customer comment that the stylus touch pen was not functioning and therefore the overlay screen was replaced and the stylus calibrated. Analysis also noted that the lid was difficult to open so the hinge plate screws were secured, there were broken handles and three missing screws on the keyboard. All found defective and missing parts were replaced.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: product ID 229047 software analyzer. (B)(4).